Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reze1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2016 a PICC line sited in patient's left basilic vessel, fractured while routine weekly cares were being administered. Skin under dressing was intact and no phlebitis present. Health care professional flushed with nacl and had good flashback of blood. A second nacl flush was performed and blood immediately appeared from the exit site under the new dressing. The health care professional sought advice and subsequently removed the PICC line. They noted a small hole visible at the 15 cm mark. Line was intended for oncology patient treatment. The PICC line was inserted on (B)(6) 2016. The mark at skin was 10 cm and distance to hub was 10 cm. The PICC was removed on (B)(6) 2016. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak through a small hole in the catheter was confirmed, but the exact cause is unknown. One 4 fr s/l powerpicc solo was returned for investigation. The catheter extended 56.4cm from the distal end of the molded wings. The printing was completely worn from the extension leg and molded wings. The 0-5 cm and 6-11 cm depth marks were partially worn from the catheter. The catheter extended 1.45cm from the 54cm depth mark. Tape residue was observed on the catheter between the 4 and 6 cm depth marks. The information provided indicated that the product was used for 4 months before a leak was found in the tubing. A functional test of the catheter revealed a leak 15.9cm distal to the molded wings (between the 14 and 15 cm depth marks). A microscopic examination of the leak site revealed a 2.0mm longitudinal split in the tubing. The catheter was cut perpendicular to the axis of the tubing just distal to the leak site and the wall thickness was measured was found to be within the specification limits. Multiple warnings are contained in the IFU to prevent catheter failure and damage. The IFU warns, ¿failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Failure to warm contrast media to body temperature prior to power injection may result in catheter failure.¿ at this time, based on the evidence provided with the returned sample, it is unknown what caused the split in the catheter that allowed fluid to leak.